Event description:
It was reported that during service conducted by a manufacturer field service technician at the user facility, the power cord was found to be damaged, exposing copper wires. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported exposed copper wires of the power cord was confirmed by a manufacturer field repair technician through visual inspection. This can occur due to the cord being exposed to rough surfaces, sharp edges or corners.

Event description:
It was reported that during service conducted by a manufacturer field service technician at the user facility, the power cord was found to be damaged, exposing copper wires. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.